Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 67320, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issue. Smart chip verification indicated the catheter was used for 14 injections. Inflation test showed a kink on the guide wire lumen under the balloon segment. Dissection showed a guide wire lumen kink at 1.01 inches from the tip inside the balloon. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed with cryo, the balloon catheter was returned and it subsequently tested out of specification per the manufacturer's investigation.